Manufacturer narrative:
On 8-jan-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and there was high abnormal temperature (the temperature cut off value was exceeded) was displayed on the smartablate generator and signals disappeared when the catheter was plugged in. It was confirmed that there were no available means with which to monitor the patient's heart rhythm as all electrocardiogram (ECG) and body surface (bs) signals had noise. The catheter was inside of the patient's body when the noise issues occurred. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, electrical, pump, and pressure gauge, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly, an ablation cycle was performed and the device was found working correctly. No signal noise, electrical, temperature or impedance issues were observed. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31697810l and no internal actions related to the complaint were found during the review. The electrical and temperature issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification; when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and there was high abnormal temperature (the temperature cut off value was exceeded) was displayed on the smartablate generator and signals disappeared when the catheter was plugged in. It was confirmed that there were no available means with which to monitor the patient's heart rhythm as all electrocardiogram (ECG) and body surface (bs) signals had noise. The catheter was inside of the patient's body when the noise issues occurred. The catheter was replaced with another one. However, the noise issues persisted. The catheter was replaced again and the issue resolved. There was a 20 minute surgical delay to troubleshoot. The procedure continued. No patient consequences were reported. There are two reports for this event to capture the first two thermocool sf catheters with noise issues. This report is for the first device.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31697810l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).